Event description:
Related manufacturer reference number: 3006705815-2019-02331. It was reported the patient experiencing stimulation in their chest leading to difficulty breathing. X-ray imaging indicated that the patient's leads migrated. In turn, surgical intervention took place on (B)(6) 2019 where both leads were repositioned and secured. Effective therapy was restored post-op.